Event description:
Channel rfa (radio frequency ablation) catheter would not go through the scope working channel. The type of catheter used was the barrx channel rfa endoscopic catheter. Never heard of an issue with this particular instrument before this occurrence. Doctor and the surgical technologist in the room tried multiple routes of getting down the working channel, and when it was eventually introduced into the esophagus, it was bent and not working properly. The tissue ablations were not 100% because the tissue was not getting the full contact of the paddle. The faulty catheter was taken out of the patient and a new one was used and had no difficulties.